Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was part of a system revision due to pocket infection. Surgical intervention was needed to resolve the issue and this lead was explanted. During surgical procedure this lead was accidentally cut by physician while opening the pocket for extraction. No issues or allegations against lead. No additional adverse patient effects were reported.